Manufacturer narrative:
Other applicable components are: product ID: bi71000444, serial/lot #: rev. 1 (B)(4). A medtronic representative went to the site to test the system. Testing revealed that there was an initializing collimator error. The gantry controller was replaced and the detector offset was reset. The system then functioned as intended and passed a system checkout. The gantry controller was returned to medtronic but product analysis has not been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that it was noted that the collimator wasn't initializing. There was no patient present at the time of the event.

Manufacturer narrative:
The rotor motion control box was returned to the manufacturer for analysis. The rotor motion control box was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.